Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded shock impedance measurement of 20 ohms, which is low out of range. Technical services (ts) reviewed the device data and discussed it appears to be a rapid decrease from 70 to 20 ohms and the presenting electrogram (egm) show a decrease in r-wave amplitude in the same time period. It was suggested to perform x-ray and confirm the device position. The s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode recorded shock impedance measurement of 20 ohms, which is low out of range. Technical services (ts) reviewed the device data and discussed it appears to be a rapid decrease from 70 to 20 ohms and the presenting electrogram (egm) show a decrease in r-wave amplitude in the same time period. It was suggested to perform x-ray and confirm the device position. Additional information was provided. X-ray was performed and the electrode was observed to be displaced and wrapped around the device. As a result, the physician decided to explant and replace the electrode. No additional adverse patient effects were reported. The electrode is not expected to be returned for analysis as it was discarded and the model and serial number was not retrieved.

Manufacturer narrative:
The product involved was updated as information received indicates the event is related to the electrode and not the implantable device. The electrode was explanted and replaced and discarded, however, the model and serial number of the electrode was unable to be obtained.